Event description:
Customer reported that after a few days the insulin begins to leak from the site. Customer begins to smell insulin and their blood glucose readings begin to go high. Customer stated that he notices insulin on his shirt. Customer also stated that he changes out the infusion set which resolves the issue. Troubleshooting was not performed and the issue was a past event and the customer did not have the sets. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.